Manufacturer narrative:
Medical device problem code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in a varicose vein ligation procedure performed on (B)(6) 2022. During preparation, it was found that the product was fractured upon unpacking. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in a varicose vein ligation procedure performed on (B)(6) 2022. During preparation, it was found that the product was fractured upon unpacking. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of trip wire broken. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the slack was taken up correctly and the post showed insertion marks of the trip wire. The trip wire was complete and was not broken. The returned ligator head had seven bands attached, some of them had moved from their position and overlapped. The suture thread was broken. The device was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. Per media analysis, the first photo showed the suture was broken, and the second photo showed the bands had overlapped. No other problems with the device were noted. The reported event of trip wire was not confirmed; however, upon analysis, it was found that the suture was broken and the ligator head had seven bands attached, some of them had overlapped. The ligator head teeth were also bent/damaged. This suggests that the device was unable to deploy the bands as expected. It is possible that the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The crooked teeth clearly showed that the functionality of the device was affected in some way, possibly, the tortuosity in conjunction with an excess of force could also have broken the suture. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.